Event description:
During the insertion of an optease retrieval filter into the patient, it was reported that one of the barbs of the filter got caught in the brite tip sheath introducer that accompanied the optease and perforated the sheath. The filter could not be inserted any further. The physician cut the sheath distal to the filter. A different optease and sheath introducer was used in order to complete the procedure. No patient harm was done. The patient had a bilateral lower leg deep vein thrombosis (dvt), and was therefore indicated for the optease filter. During the procedure, the optease filter package was opened. There were no damages noted to the device or the packaging prior to use. There was nothing out of ordinary noted with the barbs of the optease. The filter was still in clear plastic sleeve, and they could not detect any abnormalities in filter. The device were prepped and handled according to IFU instructions. The sheath and filter were flushed, and the filter in sleeve was submerged in heparinized saline prior to use. The physician attempted to use an optease filter. The brite tip sheath introducer was inserted with ease. Then, the physician placed the filter at the opening of 6f 55cm sheath and started to push into the shaft of the sheath. One of the filter barbs caught on the sheath and perforated the sheath about halfway through the device, stopping the filter from being pushed any further. Filter had not yet entered the body. The sheath and filter were easily pulled back together until the filter was past the skin. The physician cut the sheath distal to the filter, just leaving the distal end of the sheath in the vessel in order to keep access into the vessel. Then, the physician switched the sheath out for a new optease filter and brite tip sheath introducer in the package. The case was finished successfully. No patient harm was done.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A device history record (DHR) review and additional information are pending and will be submitted 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: during the insertion of an optease retrieval filter into the patient, it was reported that one of the barbs of the filter got caught in the brite tip sheath introducer and perforated the sheath. The filter could not be inserted any further. The filter and sheath were removed successfully and a different optease and sheath introducer was used in order to complete the procedure. There was no patient injury. The indication for filter deployment was bilateral lower leg deep vein thrombosis (dvt). There were no damages noted to the device or the packaging prior to use. The filter was contained in the cartridge and the devices were prepped and handled according to IFU instructions. The sheath and filter were flushed, and the filter cartridge was submerged in heparinized saline prior to use. The brite tip sheath introducer was inserted with ease. Then, the physician placed the filter at the opening of 6f 55cm sheath and started to push into the shaft of the sheath. One of the filter barbs caught on the sheath and perforated the sheath about halfway through the device, stopping the filter from being pushed any further. The sheath and filter were easily pulled back together until the filter was past the skin. The physician cut the sheath distally to the filter, just leaving the distal end of the sheath in the vessel in order to keep access into the vessel. Then, the physician switched the sheath out for a new optease filter and brite tip sheath introducer in the package. The case was finished successfully. A non-sterile optease retrieval filter, cannula sheath, a non sterile obturator, a non sterile empty filter cartridge and a non sterile filter component were received for analysis inside a plastic bag. Per visual analysis, the obturator was received inserted through the empty filter cartridge. The cannula sheath was received separated in two (cut at 9.7 cm from distal part of cannula) and the filter was received stuck inside the cannula sheath at 42.0 cm from hub. A filter barb protruding the cannula sheath was observed. No more anomalies were observed (bends, dents nor kinks on cannula that could contribute to the reported complaint). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Both parts of the optease retrieval filter cannula sheath od and ID were measured near to the cut and protruding area and results were found within specification. Functional analysis to advance filter through csi cannula sheath could not be performed due to the filter stuck/ barb protruding condition found on the tms optease retrieval filter inside cannula sheath. Therefore the received obturator was used to withdraw the filter backwards out from the cannula sheath in order to inspect the filter/ filter barbs. The obturator pushed the filter back through the cannula sheath all the way out. The filter was successfully advanced out of the cannula sheath and no resistance was felt/ experienced on neither component. Per microscopic analysis, the filter was inspected; filter / filter barbs were inspected and no anomalies were observed. The complaint reported by the customer as ¿thrombectomy systems- filter- impeded-perforated sheath¿ was confirmed since filter was indeed found impeded in the sheath with one filter barb protruding through the cannula. However, the exact cause of the filter barb protruding condition found could not be conclusively determined during the product analysis. The IFU instructs to slowly advance the filter into the sheath introducer by advancing the obturator through the end of the storage tube until the filter is positioned well into the cannula of the sheath introducer. Note: if filter advancement is problematic when using a tortuous vessel approach, stop filter advancement prior to the curve. Advance the sheath introducer to negotiate the curve, then continue to advance the filter. When filter is passing an acute bend inside the sheath due to vessel tortuosity, the barbs in the filter have the potential to stick out resulting in the inability to advance the filter further through the sheath. If force is applied, the barbs have the potential to perforate the sheath. Vessel characteristics and procedural factors are likely contributing factors to the event reported. Neither the product analysis results nor the DHR review results suggest that the perforation of the sheath by the filter¿s barb could be related to the manufacturing process. No anomalies were observed on the inspected filter/ filter barbs under microscopic analysis and the device did not present any obvious indication of manufacturing defect or anomaly that could have contributed to the event reported. Therefore, no corrective actions will be taken at this time.